Manufacturer narrative:
Additional information was received on (B)(4) 2011, indicating that only 2 of the 3 implanted stents fractured, therefore, this report is no longer reportable. The other two devices will remain MDR reportable. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00925, 9616099-2010-00926 and 9616099-2010-00927. (B)(6) cypher product ((B)(6)) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Event description:
As reported via the american heart journal (2010;160:775.e1-775.e9) entitled "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation." A patient experienced stent fracture with complete separation and displacement and 25% restenosis at the fracture site. This case is 28th of 29 events. The patient was a (B)(6) male. The indication for the index procedure was acute coronary syndrome. The target lesion was in the right coronary artery (rca), but further details were not provided. The lesion was neither an in-stent restenosis nor a chronic total occlusion. No further information was available. Before the event occurred, three cypher bx (size and lot unknown) were implanted with overlap. The total stent length was 74mm and the stent diameter was 3.0mm. However, the date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed six to nine months after stent implantation. The stent fracture was observed, but no binary restenosis was observed at the fracture site. The location of the stent fracture was unknown and no treatment was reported.

Manufacturer narrative:
There was 25% restenosis and popma et al classification was IV (complete separation and displacement). Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00925, 9616099-2010-00926 and 9616099-2010-00927. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).